Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device found the instrument was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune femoral impactor was reported for because the impactor was cracked. This did not extend the surgery .